Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ during a supply change, the user performed a dry run, then replaced all pump supplies at home and successfully resumed delivery; blood glucose was affected with a high reading of 300 and the pump issued a high glucose alert, consistent with a delivery interruption related to a complete blockage involving the tube. Symptoms included hyperglycemia without additional reported symptoms. Outcomes included a delay to therapy until new supplies were available, after which blood glucose stabilized. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the event consistent with a complete blockage affecting the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.